Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope exhibited shadows with the image. There were no reports of patient harm.

Event description:
During follow-up, the customer responded that the name of the procedure is a laparoscopic cholecystectomy. The procedure was therapeutic. No other devices were involved in the event and there were no delays in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of insertion section. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged by the excessive force and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.